Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, a stent dislodgment occurred. The 99% stenotic lesion was located in the severely calcified and non-tortuous left anterior descending artery. The vessel was 2.75mm. The lesion was not predilated. Access was obtained through the femoral artery. Significant resistance was met as the physician advanced the 2.75x32mm taxus liberte drug eluting stent to the lesion. During advancement the stent "shed into its transportation". The physician removed the device. The procedure was completed with another 2.75x32mm taxus liberte drug eluting stent. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: product analysis verified the difficulty as stated in the complaint. The delivery device without the dislodged stent was received in good condition with no damage observed. The balloon was in its pre inflated state. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was in its pre-inflation profile indicating that the balloon has not seen any positive pressure. Partial inflation of the balloon by the user could affect stent securement. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The exact cause of the reported issue could not be determined.bsc ID#: a00057902 / tw379376